Manufacturer narrative:
When advancing the genesis stent delivery system (sds) .035 9.0x25 135 to the lesion position, the stent is taken off, the stent is unloaded and replaced with another stent to complete the operation. When advancing the stent to the proper position of the lesion, it was found that the stent fell off. The stent became dislodged in the patient. There were no reported patient injuries. The target lesion was the right subclavian. The lesion was not calcified. There was severe vessel tortuosity. There was seventy percent stenosis. An attempt was made to recapture the stent. The device was removed from the patient successfully. The user used both a capture device and a guidewire to recapture the stent. The device was not used for a chronic total occlusion. The patient is currently doing great. The device was stored in the cath lab for three months. The product was stored, handled and prepped according to the instructions for use (IFU). There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior or after to inserting the product into the patient. The other devices used with the product did not kink or bend at any time. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. The product was returned for analysis. A non-sterile unit of product genesis .035 9.0x25 135 sds was received coiled inside of a clear plastic bag. Per visual analysis the balloon had not been inflated. The stent was not mounted on the balloon and it was not returned for analysis. No damages or anomalies were noted. Per microscopic analysis stent struts marks were noted on the balloon. This indicates that the device complied with the stent crimp process. A product history record (phr) review of lot 17709585 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - dislodged within guiding catheter/sheath¿ was not confirmed through analysis of the returned device. No procedural images were provided for review. The stent was not returned for analysis. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (severe tortuosity and a rate of stenosis of 70%) or procedural and handling factors may have contributed to the event. The balloon had not been inflated and the presence of stent strut marks on the balloon is evidence the stent was correctly crimped onto the balloon. The stent was successfully removed. According to the precautions in the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, when advancing the genesis stent delivery system (sds) .035 9.0x25 135 to the lesion position, the stent is taken off, the stent is unloaded and replaced with another stent to complete the operation. When advancing the stent to the proper position of the lesion, it was found that the stent fell off. The stent became dislodged in the patient. There were no reported patient injuries. An attempt was made to recapture the stent. The user used both a capture device and a guidewire to recapture the stent. The device was stored in the cath lab for three months. The product was stored, handled and prepped according to the instructions for use (IFU). There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior or after to inserting the product into the patient. The other devices used with the product did not kink or bend at any time. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. The target lesion was the right subclavian. The lesion was not calcified. There was severe vessel tortuosity. There was seventy percent stenosis. The device was not used for a chronic total occlusion. The patient is currently doing great. The device was removed from the patient successfully.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. When advancing the genesis stent delivery system (sds) .035 9.0x25 135 to the lesion position, the stent is taken off, the stent is unloaded and replaced with another stent to complete the operation. When advancing the stent to the proper position of the lesion, it was found that the stent fell off. The stent became dislodged in the patient. There were no reported patient injuries. The target lesion was the right subclavian. The lesion was not calcified. There was severe vessel tortuosity. There was seventy percent stenosis. An attempt was made to recapture the stent. The device was removed from the patient successfully. The user used both a capture device and a guidewire to recapture the stent. The device was not used for a chronic total occlusion. The patient is currently doing great. The device was stored in the cath lab for three months. The product was stored, handled and prepped according to the instructions for use (IFU). There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior or after to inserting the product into the patient. The other devices used with the product did not kink or bend at any time. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. The product was returned for analysis. A non-sterile unit of product genesis .035 9.0x25 135 sds was received coiled inside of a clear plastic bag. Per visual analysis the balloon had not been inflated. The stent was not mounted on the balloon and it was not returned for analysis. No damages or anomalies were noted. Per microscopic analysis stent struts marks were noted on the balloon. This indicates that the device complied with the stent crimp process. A product history record (phr) review of lot 17709585 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - dislodged in patient¿ was not confirmed through analysis of the returned device. No procedural images were provided for review. The stent was not returned for analysis. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (severe tortuosity and a rate of stenosis of 70%) or procedural and handling factors may have contributed to the event. The balloon had not been inflated and the presence of stent strut marks on the balloon is evidence the stent was correctly crimped onto the balloon. The stent was successfully removed. According to the precautions in the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.